Event description:
3rd party investigator has completed its investigation of the medi-tech, r- port premiere vascular access device that was sent for inspection. This letter presents co's findings and conclusions based on inspection and testing of the incident r-port and its comparison to an unused r-port. This investigation has been undertaken at facility's request in anticipation of litigation. Items rec'd: 1, used medi-tech, r-port with attached blue catheter in a wax sealed specimen container. 1, unused, winged, bard infusion set, with 20 ga noncoring needle, reorder number 2205220. 1, unused r-port premiere kit, reorder/reference: 45 - 100, lot number: 1983900. 1, unused polyurethane catheter, 1.9 mm o.d. By 11 mm i.d. By 63 cm long, reorder number: 1360, lot number: 0523. Gross inspection: photographs 1 through 7 (not included) show the devices that were sent to 3rd party co for inspection in the condition in which they were rec'd. Photographs 8 through 15 (not included) show the incident port without benefit of cleaning. The base plate of the incident r-port revealed its serial number. The length of blue catheter was 43 cm from its tip to the connector on the r-port. A suture was present in one of the suture holes in the base plate of the port. Another suture was identified around the catheter connector. The septum appeared to have some surface cuts. To clean and disinfect the r-port, it was soaked in warm ivory liquid solution until blood and debris softened. Then it was soaked in 10% bleach followed by flushing the port and catheter lumen with the bleach solution using a 22 ga. Huber noncoring needle. The port and catheter were then soaked for 30 min inside and out using 10% bleach. The port and catheter were rinsed copiously internally and externally with water, which was expelled using a low pressure air pump to permit the interior of the system to dry. Photographs 16 and 17 show the placement of the huber needle in the septum. The needle was placed at the edge of the septum so as not to affect the ability to examine the number and size of prior needle punctures. Photograph 16 shows the setup used to flush and dry the port/catheter system. Pressure test: photographs 18 through 21 (not included) show the test setup used to pressure test the port/catheter system. This was accomplished using a dni nevada, model 207b, digital pressure meter connected to the huber needle inserted in the septum and a 12 cc syringe connected to the blue catheter. Using the syringe, the air pressure in the system was increased gradually up to 45 psig, the standard for luer connections. With the catheter and port submerged underwater, investigator monitored the system for any leaking air bubbles from the septum or the catheter connection. No air bubbles emanated from the port/catheter system during the test. Photographs 22, 23, and 24 (not included) show a new r-port next to the incident r-port subsequent to cleaning and pressure testing. The incident port had several puncture sites and several cuts in the septum. Also, several scratches or gouges were noted in the hard plastic rim surrounding the port septum. Whether these cuts were caused by a needle bevel or a scalpel is unclear. This damage could have been caused by the sharp tip of a needle during an injection attempt. But, it could also have resulted from contacting the port with a scalpel as the port was being removed. Microscopic inspection: the port was examined using a wild-herrbrugg, m5, stereo microscope at visual magnification ranging from 12x to 50x. Photographs 25, 26, and 27 (not included) are a montage of the exemplar port septum. Microscopic inspection revealed a single puncture site in the unused port. Photographs 28 through 34 (not included) show the surface of the incident septum at various magnifications. Two larger and two smaller puncture sites were identified. The larger puncture sites appeared to be completely through the septum. These two holes also initially appeared to be caused by a coring needle. However, after inserting the 20 gauge non-coring needle set into the exemplar septum, investigator determined that this needle left a puncture like the larger holes identified in the incident port septum. Because of the large size of these punctures, investigator pressure tested the exemplar immediately subsequent to removing the 20 ga. Needle to determine if the puncture site would leak immediately after needle withdrawal. Investigator found that it did not leak. Photograph 35 (not included) shows the serial number on the base plate of the incident r-port. One of the two smaller holes was positioned and appeared to be the same size as the puncture observed in the unused r-port's septum. It was not possible to determine by visual inspection whether the other small puncture site in the incident port was a "through" hole. To definitively determine whether the needle passes completely through the septum requires examination of the inner surface of the septum. This is not possible without destructive examination of the port. Conclusion: because pressure testing of the incident port and catheter did not reveal any leaks, 3rd party co believes that extravasation was not caused by any misassembly, malfunction or defect in the r-port. Extravasation likely resulted either from failure to access the port septum or migration of the needle subsequent to accessing the port for therapy. Recommendation: even though the r-port labeling permits the use of 20 ga. Noncoring needles, 3rd party co believes that using 22 ga. Noncoring needles would be less traumatic to port septum and yet not substantially increase the infusion resistance.